Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported stimulation is stronger and the areas had changed a bit. The patient use to have their stimulation at 7 and now they had it at 2 and it was too strong. They patient also noted they were bruised due to two falls. The patient had pain at an unknown location. It was noted troubleshooting would happen in the future but there was not a date yet.